Manufacturer narrative:
Qn#(B)(4). The complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports part number reported is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted, the samples were visually inspected , and issue reported leak-device leak-cuff was not observed in the current manufacturing process. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: the et tube cuff deflates.